Event description:
Patient reported that while on vacation they noticed the device was projecting out and no longer laying flat. No trauma, falls, tugging or pulling at the area were reported. A reposition will be scheduled for patient comfort. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient reported that while on vacation they noticed the device was projecting out and no longer laying flat. No trauma, falls, tugging or pulling at the area were reported. A reposition will be scheduled for patient comfort. Should additional information be received this file will be updated.